Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the balloon broke inside patient. The surgical staff did not know if any fragments fell into the patient cavity. No reported patient injury.